Manufacturer narrative:
Investigation pending.

Event description:
Caller reported discrepant low inratio results. Results as follows: date: (B)(6) 2016, inratio: 1.8, ER -. (B)(6) 2016, 2.3, 10.0, therapeutic range: 2.0-3.0. Patient self tester received a 2.3 inr result on (B)(6) 2016 using the inratio monitor. Later that day, the patient was scratched on the hand by a dog. The scratch would not stop bleeding so the patient . Went to the ER. A couple hours later, the patient received a 10.0 from a venous draw. The patient's wife stated that her husband was given platelets and released the same day. The doctor advised the patient to stop coumadin for that night ((B)(6)). The patient went back to the hospital on (B)(6) for a follow up appointment. No other medication changes were given and no subsequent tests were done after the 10.0 result. The caller stated that the patient self tester pst normally has thin skin.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 365429a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. (B)(4) was initiated to investigate the cause of highly discrepant results. Further investigation into this issue is being performed under (B)(4).